Manufacturer narrative:
This MDR was generated under protocol b10009704 as a result of warning letter cms# (B)(4). A manufacturing device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received for evaluation. Visual and functional testing were performed. Visual inspection found that the top case was cracked and chipped by the front left bottom corner. No visible contamination. Both plunger cases cracked. Occlusion testing/ infusion testing was performed and found that there was a motor not running during testing, error found in event history log. The root cause of the issue could not be determined, as there was no physical damage or contamination inside the pump. Replaced worm coupling, worm gear and motor mount as preventive measure. Power up process and device passed all functional tests.

Event description:
It was reported that the device was alarming, not running, motor not running error. No patient injury was reported.